Manufacturer narrative:
One device was received fore valuation. Visual inspection found a cracked top case, missing plunger tube grommet, sticking plunger levers, and a cracked plunger case. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the missing grommet was the root cause. The grommet was replaced with the top case. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the plunger travel bar was loose causing the device not to work properly. There was no delay in therapy. There was unknown physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.